Event description:
It was reported that the patient experienced an occlusion alarm associated with infusion set site issues leading to hyperglycemia and was treated with multiple daily injection until pump therapy on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.